Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported there were higher than normal impedances on the left side of the system. Monopolar pairs c/0 and c/1 were at 3431 and 2495 ohms, respectively, and bipolar pairs 0/1 and 0/3 were at 5125 and 4009 ohms, respectively. No patient symptoms were reported, and no further complications were reported. Additional information was received from a health care provider (hcp). It was reported that the patient did not experience any symptoms related to the impedance issue. The high impedance is on contacts that are not used in programming and there is no further action planned.